Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had an impella cp pump placed to support a patient admitted in for a high risk percutaneous coronary intervention (hrpci). The pump was placed but there was low flows from suction. The team explanted and replaced the pump.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23989 in accordance with updated procedures.